Event description:
The lead was capped.

Event description:
It was reported that the device gave an alert for high impedance readings. Both device and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.